Event description:
It was reported post-operative programming of the pt¿s recently implanted lead resulted in inadequate stimulation coverage. Increasing the amplitude to achieve therapy in the pt¿s foot caused uncomfortable abdominal stimulation. X-rays were taken and lead migration was confirmed. The pt denies experiencing any movement or traumatic events which may have attributed to this matter. Surgical intervention was undertaken to revise the pt¿s lead. Effective therapy coverage was obtained following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.